Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45mg/dl. Reportedly, the customer delivered boluses as intended, however, insulin from the boluses was absorbed at once due to absorption issues. Customer consumed carbohydrates to address the low bg. Recommendation was made to discuss diabetes management with a health care professional.